Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Additional PMA/510(k) number ¿ k011028, k013227. Fax number and last/ given name unknown / not provided.

Event description:
It was reported that the implant at tooth site #3 fractured and was removed. Symptoms as a result of the event: bone loss.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: component code was added: 4755. H6: investigation type codes were added: 3331, 4109 and 4111. H6: investigation findings code was added: 3252. H6: investigation conclusions codes were added: 4307. H10: narrative/data was updated. The product was returned and implant fracture was confirmed following visual evaluation. However, bone loss could not be verified since it is a medical condition and the exact details of event and patient anatomical condition were nonverifiable. Based on the evaluation, implant malfunction has occurred. However, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported implant that did or could cause or contribute to the reported events. Additionally, an unreported malfunction was identified with an abutment as it was damaged. Follow-up with the customer revealed that they only had information regarding the fractured implant. Monthly post market trending review identified no adverse trends or corrective actions for the reported events or implant. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the products were within specification and conforming when they left zimmer biomet. DHR review for the lot (61312338) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. Complaint history review was performed for the reported lot (61312338) and no similar event or complaint was found. Functional testing was performed to disengaged the devices. They could not disengage as the abutment was damaged. The reported events could not be recreated. The complaint is related to the functional performance of the devices. A definitive root cause could not be identified. However, based on the investigation, risk review and IFU, the probable causes for the reported events are long term parafunctional habits of the patient (i.e. Improper loading). No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional information at the time of this report.